Event description:
It was reported that the right ventricular (rv) lead thresholds had varied since approximately one year prior and had more recently stayed consistently high. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. On approximately 2015-(B)(6) rv capture threshold has risen to greater than 2.5v and is consistently above 2.5v. (B)(4).